Event description:
Leakage of adriamycin from the seam of the filter occurred during clinical use of the device. The agent dripped onto the hand of the pt causing burning at the site. The site was cleaned and dsmo applied topically. Dsmo treatment was continued q6h for 2 days and no site injury was apparent at 2 days or at one wk postincident.